Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: h4: the device manufacture date was unavailable in the initial medwatch report. The device manufacture date has been updated accordingly.

Event description:
It was reported from china that during an arthroscopy procedure, it was discovered that the coupler, optical zoom, autoclavable device was fogging, and the coupler was unable to fasten the mirror. Additionally, it was reported that the light guide, olympus - acmi 3.5mm x 3.0m device exhibited rust. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d10: concomitant med products and therapy dates: light guide, olympus - acmi 3.5mm x 3.0m device, (B)(6) 2024 e1: the reporter¿s complete facility address was not provided. G4, h4: the 510(k) and device manufacture date are currently unavailable. Investigation summary the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that an arthroscopic image is shown. The image is foggy and blurry. It is not possible to verify if the coupler is unable to fasten the mirror, the photo provided does not contain enough evidence. The overall complaint was confirmed as the observed condition of the coupler ac zoom china local would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be provided since there are multiple factors associated with this type of failure, it is necessary to receive the complaint device at the service center in order to perform an evaluation. The hands-on analysis will provide sufficient evidence to determine why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.